Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported PICC entry site started to leak clear fluid when antibiotics were being administered through the line. The line was removed and a fracture to the line was noted. The device was discarded. No other information was provided.